Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle, (serial #: (B)(6)) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy procedure, there were firing issues with the reload, resulting in an extended surgical time of approximately one hour. The stapler fired approximately 50%, leaving partially formed staples in the patient and an incomplete staple line at the distal location. The surgeon attempted to complete the firing, but the stapler retracted instead. As a resolution, the surgeon removed as many unformed staples as possible and completed the firing with another reload from other manufacturer. Seamguard was used throughout the case, and due to poor visibility at the top of the stomach, it was difficult to ascertain if the reload from another manufacturer had completed all of the staple firings. A reload was used over the remainder of the seamguard to ensure the stomach had been fully stapled. The patient was admitted to the intensive care unit (ICU) as a precaution.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#unknown) additional information: d3(MFR name and street 1), d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged, the jaws were open and staple pushers were visible at the cut line. Functional testing noted that the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that there was partial firing and incomplete staple formation. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.